Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A bifuse extension set was returned unexpectedly and it appears to have separated as the male luer segment is missing. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the bifuse extension set separated and leaked was confirmed. Visual inspection found the suspect set separated between the tubing and the y-connector outlet with red liquid leaking from the separation. No other abnormalities were observed on the set. Closer inspection of the separation under a lab microscope observed solvent around the end of the component where the separation occurred. No other damage was observed on the set and its components. Functional testing was not performed due to the separated tubing and the leaking that would occur. Device history record could not be performed on model mz5307 because the lot # for the suspect set was not provided. Previous investigation suggested this event may be due to mechanical interference between the parallel connector receiving pocket and tubing component. Bd¿s r&d department is performing additional studies on the tolerances of each component feature to confirm this hypothesis.

Event description:
A bifuse extension set was returned unexpectedly and it appears to have separated as the male luer segment is missing. Although requested, additional information was not provided.